Event description:
It was reported that the device is not working properly. No additional information.

Event description:
Additional information was received indicating the event occurred "about march 10, 2022", while in use with a patient but unknown whether there were any adverse effects.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no physical damage. Functional testing found the pneumatic alarm failed. The faulty component was replaced and the device passed functional testing. The root cause of the reported issue was found to be a faulty alarm reed.